Event description:
Information received by medtronic indicated that the customer insulin pump had under delivery and the customer insulin pump was exposed to magnetic field. The customer experienced high blood glucose. The customer blood glucose value was 300 mg/dl at the time of event. The customer was treated with insulin pump. No further patient complications were reported. The customer stated that they had been using an insulin pump system within 48 hours of the reported event. Troubleshooting was performed and the insulin pump will be returned for analysis.